Event description:
It was reported that the patients remote was seeing end of service message. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Sc-1416 sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients remote was seeing end of service message. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned.